Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vicmo13.2, -11.50 diopter, implantable collamer lens was damaged during insertion into the eye. The lens was implanted and removed from eye during initial surgery on (B)(6) 2018 with no patient injury. Backup lens was implanted and resolved problem.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. There was clear surgical debris on product. Visual inspection found debris on the lens and only half of the lens returned. Claim #: (B)(4).